Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that there was "splashing" events. The events occurred at (B)(6). There was no report of patient harm.